Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of begins beeping when delivering and then becomes inoperable. The root cause could not be determined. No action was necessary to repair the reported condition. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor pump which begins beeping when delivering and then becomes inoperable. This condition was reported to have occurred in the operating room. With no patient involvement. No patient injury or medical intervention was reported. No additional information is available at this time.